Event description:
While administering cardioplegia mps (myocardial perfusion system) pump s/n (B)(4) pump shutoff and showed a system failure alarm. Rebooted mps system and continued to administer cardioplegia. Dr. Notified. FDA safety report ID # (B)(4).